Event description:
Patient returned from the cardiac cath lab after a coronary angiography and single vessel angioplasty. While nurse was removing the arterial line, she placed the clamp down to apply pressure to the groin. In doing so, the compressor clamp disc crumbled and pieces of the plastic scratched the patient's groin. As the disc crumbled, the pieces resembled shards of glass. Hand pressure was applied to the groin site, and the patient had no hematoma. The groin site was soft, flat, and dry the following day. The patient was discharged home two days after cardiac cath procedure in stable condition. Additionally, nursing staff on another telemetry floor saved two advanced vascular dynamics compression discs that had shattered in the past. Both had model number 5123-04 and lot number 14395. Following this last compression disc breakage, the telemetry unit reported two more compression discs breaks one day apart; however the packaging for one of these devices was not saved. The packaging for the second break was model number 5123-03, and lot number c178mg5.